Manufacturer narrative:
Final analysis notes the event of noise was not confirmed. A complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between inner coil and ring electrode cables at the distal portion consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis upon visual examination found an external insulation abrasion breaching the unknown cable lumen (the cable lumen could not be identified and the cables were missing due to procedural damage) with intact inner coil lumen, at the proximal region of the lead. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic with syncope. It was noted that noise with inhibition of pacing was observed on the right ventricular (rv) lead. The noise was also contributing to non sustained ventricular fibrillation episodes. The rv lead was explanted. A new system was implanted electively. The patient was stable throughout the procedure.